Manufacturer narrative:
The device was returned and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. Integrity of seal surface testing was performed for functional verification of patient adapter with no issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis therapy a transfer set became disconnected from the titanium adapter and fluid leaked out there was patient involvement. The transfer set had been used for fourteen days. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.